Event description:
A physician reported that during a cataract procedure, the ophthalmic equipment failed to aspirate during the sculpting phase due to occlusion. A white spot was observed on the tip, and one edge of the main incision turned white, resulting in a slight burn. The surgeon promptly stopped pressing the pedal and withdrew the handpiece from the eye. The phaco tip and handpiece were then replaced and tested in the cup, after which the occlusion alert resolved. However, upon switching to cortex mode, irrigation was found to be non-functional. The tube ends were reconnected, and a successful test confirmed proper irrigation before the handpiece was reinserted into the eye. The cataract procedure was completed without further issues. The patient current condition was not reported. This report pertains to the third incident from the same facility.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information indicated that the patient experienced a collapse of the anterior chamber and wound leakage during cataract and glaucoma surgery. A simple suture was placed to address the issue.

Manufacturer narrative:
Additional information was provided in sections b.2 b.5 and h.6. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information was provided in sections h.6 and h.11. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. There was no product returned for testing on this investigation. Based on the information obtained, the root cause of the reported event is inconclusive. A non-conformance-based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation with the same event code. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Similar incident/event data was collected for the associated reported events. Quality assurance will continue to perform periodic monitoring for evidence of adverse trending and take further action as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.